Event description:
It was reported that this arctic sun device was not filling. A check of the diagnostics showed that the circulation pump would not generate pressure.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as the unit needed to be primed to fill. The device was also displaying low and marginal flow. Serviced the circulation (sn # (B)(6)) pump. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Failed initial acats test, error 45, prewarm flow outside acceptable limits. Performed 2k pm service on the unit. Serviced the mixing (sn # (B)(6)) pump. Replaced the heater # (b(6), with new heater # (B)(6), manifold o-rings, drain valves, tank tubing, flow meter, and the coin cell # 15.6.9., with new coin cell # 22.4.26. Performed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. Fdl passed all leak and pressure tests and is free of damage or defects. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this arctic sun device was not filling. A check of the diagnostics showed that the circulation pump would not generate pressure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.